Manufacturer narrative:
The lot number was provided and the device history record (DHR) was reviewed indicating that the product was released accomplishing all quality standards. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. One (1) used sample was returned for the evaluation. Upon a visual inspection, there was a disconnection noticed between the mistic connector and the silicone tubing. Therefore, the reported condition was confirmed. A corrective action (CAPA) has been opened to investigate the disconnects between the mistic connector and silicone tubing. The work order associated with this complaint was manufactured prior to the investigation phase of the CAPA. The root cause of the reported issue could be due to the poor surface finish of the shaft of the connector can have a negative impact on the friction bond between the tubing and connector. The results of the investigation will be documented through the CAPA.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation.  If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that leaking was noticed due to silicone tubing was snapped on insertion to pump. There was no harm to the patient, as this is an external line that snapped, while nurse was placing it into the feeding pump.